Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7081256 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7081297 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.